Event description:
Staff alleged that the side rail will not latch. Bed located in ICU. No injury was reported.

Manufacturer narrative:
Bed located in ICU. No injury was reported. Technician - symptom siderail would not lock due to dry spring latch. Resolution: lubricated the assembly to resolve this issue.